Event description:
Device malfunction: failure to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery, after an unspecified procedure. Reportedly, the clip failed to deploy. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device has been received. Investigation is not complete.